Event description:
A pt had a central line - triple lumen cvc-that had to be removed, due to having a small pin hole in tubing right before the insertion site. The item name was arrow triple lumen cvc with product number rf7089662. The pt had no adverse effects from this but had to have another cvc placed due to poor veins and no other IV access available. Dates of use: 2008. Diagnosis or reason for use: respiratory failure. No IV access.